Event description:
It was reported that a merlin.net transmission showed noise on the right ventricular lead. The patient was asymptomatic. Patient was brought in-clinic and the noise was reproducible with isometrics. Fluoroscopy revealed a kink in the lead near the can, suspected to have been caused by the last device replacement. A lead replacement was recommended. The physician made programming changes to the device and elected to continue to monitor the lead. The patient continues to have occasional noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.